Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received multiple loss of prime alerts in the morning before the call and reporter had changed cartridge and infusion set. Reporter stated that the cartridge cap was secured, there was no change in temperature, no trauma to the pump and no power loss was noted. Review of alarm history showed an empty cartridge alert the day before the call, but no related alarm on the day of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.